Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The device was explanted and replaced due to advisory. No additional adverse patient effects have been reported.